Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose. Customer blood glucose at the time of the incident was 44 mg/dl. Customer was treat by drinking soda. Troubleshooting was completed. Customer was advised a replacement sensor will be sent. The insulin pump is not expected to be returned for analysis.